Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the surgeon reportedly experienced an unstable cut function and the electrosurgical generator esg-400 displayed error message e433 which also existed after restarting the device. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) prerov, czech republic (received at the rrc on (B)(6) 2022. During the evaluation at the rrc, both the reported error message e433 as well as the unrelated error message e022 were found in the error log. Neither of the error messages could be reproduced during the inspection. Error message e433 as well as the insufficient cutting performance reported by the customer are most likely caused by an incorrectly connected cable socket for the output signal, which was detected during the inspection. Since it is very unlikely that this component disconnected by itself it is assumed that this occurred during a service activity performed in the past. Thus the reported event/incident can be attributed to human failure during service/maintenance/repair activities. Error message e022 can have various reasons but it usually does not indicate a device malfunction, but a warning to the user that is issued when metal to metal sparks occur during activation. There are corresponding caution/warning notes in the instructions for use advising to never attach the neutral electrode in the vicinity of a metal implant since the tissue in the vicinity of the metal implant may get burned as well as not to bring the tip of the hf instrument close to a metal clip or other accessories since the tissue around the metal clip or the hf instrument may be burned. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.